Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
The customer reported flow is off and goes to 180 when 2 lpm (liters per minute) are dialed in. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported problem. The fse remotely recommended the part number for the flow sensor. The fse spoke with the customer, and remotely confirmed that he tried another flow sensor from a different unit and it resolved the issue. He has the new sensor and will be installing it, and the flow sensor was confirmed to be the cause of the issue.

Manufacturer narrative:
G4: 30apr2020. B4: (B)(6)2020. The field service engineer remotely confirmed with the customer that the flow sensor was replaced to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17sep2020 b4: (B)(6) 2020 the removed gas delivery system (gds) was received for evaluation. Visual inspection of the returned component revealed no anomalies. Through additional testing, it was confirmed that the root cause was failure of the airflow sensor, caused by a component (u1) drifting out of calibration. The customer complaint was verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.